Event description:
The customer observed positively biased results on quality control fluids processed using vitros valp reagent on a vitros 5, 1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer did not report valp results while quality control was unacceptable. There was no report of pt harm as a result of this event. (B) (4).

Manufacturer narrative:
The investigation determined that the customer obtained positively biased vitros tdm quality control results and re-calibrated vitros valp on 13 july. The customer was provided with troubleshooting info and vitros valp reagent pack handling was reviewed, with no issues in valp reagent pack storage identified. The customer indicated that the positively biased results were resolved by inverting and using a fresh valp reagent pack, however, it is unk if valp was re-calibrated or if any of the suggested troubleshooting was performed. The root cause of te biased valp results is unk, however, valp reagent pack handling cannot be ruled out.